Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb extension. It was reported the patient did not follow through with post implant surveillance following the initial procedure. In (B)(6) 2017 the patient came in for an unknown reason and an arteriogram showed the patient had a type 3b endoleak. On (B)(6) 2017, the physician elected to reline the patient with a non-endologix medtronic device to seal the endoleak. The patient is reported as doing well.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical assessment based on the information available, clinical was able to confirm the following; endoleak type iiib of the main body. Additionally there was evidence to reasonably support the following observation; aneurysm growth. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to the strata material. Anatomy related issues such as an increase in the aortic angulation causing a decrease in the component overlap likely contributed to the event. There were no known procedure or user-related issues. Additionally, off-label conditions such as: the mismatch of main body and proximal extension diameters likely contributed to the event and the reported cautionary product use condition of non-compliance to post-operative surveillance most likely contributed to the event. Associated clinical harms for this device failure included: type iiib endoleak, secondary endovascular procedure-reline with a non-endologix device and, aneurysm enlargement. The reported final patient disposition was doing well. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(6).